Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of service evaluation: the vyaire service group received the suspect user interface module (uim) for repair and evaluation. The service group performed power cycle startup, physical/visual inspection and found no anomalies on the display of the uim. The service group was able to duplicate the reported event by the customer, which was isolated to the display assembly. However, no further evaluation required the display was identified as an end of life component and no longer being manufactured by vyaire. The customers uim was repaired with a current display revision. This issue will be internally investigated within vyaire.

Event description:
The customer reported an unresponsive touchscreen display on the user interface module (uim) of this avea ventilator device. The customer reported no patient event associated with this event.